Event description:
It was reported that during an unknown procedure, the staples could not be fired. Switched to another reload to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. One piece sled, cartridge the (B)(4) cartridge reload was received with the one piece sled missing and fully loaded with staples. In addition, the pan was partially detached. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. While no conclusion could be reached as to how the damaged to the pan occurred, please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.